Event description:
The customer reported that the set came apart between the tube and the luer when the pt was being moved. From the reported info, there was no indication of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). The model/catalog identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). The 510k number provided is for the domestic similar product. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.